Manufacturer narrative:
The samples reported in the complaint were discarded by the pharmacy. It was originally reported that no product was going to be returned; however, sixty eight unused samples were returned. These samples are currently being investigated. Upon completion a follow up will be submitted with the results. The complaint database was reviewed and there have been no other reports of leaks in lot.

Event description:
Complaint states that the bag leaked after being filled in the clean room and that it happened four times. The customer said that the lot number was known for only one of the 4 occurrences. The customer was called to gather more detail on the complaint. One of the 4 mentioned occurrences in the original complaint was not related to the leaks so there were 3 reported occurrences. The 1st occurrence was not reported to the customer by the pharmacist. The 2nd occurrence was mentioned to the customer but the lot number was not recorded. The 3rd occurrence involved lot d012438. In all three occurrences the pharmacist filled the bags with vivagolbin. Prior to use the pharmacy technician(s) squeeze the bags to look for leaks. This is when the leaks were noticed. The customer stated that there has not been any other occurrences since the complaint. There were no injuries due to the leaks.